Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she had called last night about no delivery issues. Troubleshooting was performed and it was determined the issues was caused by a reservoir and infusion set occlusion. However the issue reoccurred again. Customer wasn't sure about the blood glucose but it might have been between 110 and 130 mg/dl. Customer stated the alarm was resolved but a set changed but wanted to replace the insulin pump. The device is returning for analysis.

Manufacturer narrative:
No unexpected no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.